Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner identified multiple types of damage. Gouges were observed on the side wall between 9 consecutive scallops. Gouges were also found on the rim of the liner. A small portion of the bard is deformed. A scratch was also identified on the outer radius of the liner. No dimensional analysis was performed due to the liner being impacted. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon placed the liner into the shell the liner was loose fitting and would not seat. Subsequently, an additional liner was opened and seated without incident. Attempts have been made and additional information on the reported event is unavailable.